Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's blood glucose was over 600 mg/dl because his infusion set had a bent cannula. Troubleshooting was performed. Customer's symptom was trouble breathing. Customer's mother stated customer had a back up plan but she was unsure in how to calculate the insulin. Customer changed out the site but needed assistance with the rewind process. Assistance was provided and was able to resume therapy. Customer's mother was advised to call customer's doctor for guidance in how to calculate the insulin. Called back and stated the doctor recommended administering eight units of insulin. Blood glucose was at 574 mg/dl and was going the right path. Customer's mother called a third time stated the customer's blood glucose went up over 600 mg/dl, doctor took the customer off the device and to go back on the device when the customer felt better. Customer was advised if issue persist to go the emergency room or contact doctor. No further information reported.